Event description:
Customer called stating that their meter was showing the number upside down. While on the phone, a review of the system was conducted. It was determined that segemnts were missing from the display. The customer was asked to return the meter for further eval. A replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.